Event description:
Product analysis was completed on the suspect device. An interrogation, system diagnostic test, resistor load test, wandcomm vbat diag, and comprehensive automated electrical evaluation (shows an ifi = no condition) were performed. No anomalies were seen and the device performed according to functional specification. Product analysis worksheet was reviewed and showed no anomalies. Data dump was reviewed and high impedance was seen on (B)(6) 2025 (5708, 11248 ohms).

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement surgery, high impedance was seen. After receiving high impedance several times, the lead pin and generator header were irrigated and the lead pin was confirmed to be fully inserted into the generator. An accessory pack was opened and high impedance was still seen. The generator was ultimately replaced where impedance was then ok. Internal generator data was received and reviewed. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.